Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter minicap. The patient experienced peritonitis on an unknown date in 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not admitted to the hospital but rather went to the emergency room for the peritonitis. The patient was treated with unreported antibiotics injected into their pd bags for 7 to 10 days. The outcome of the event was not reported. No additional information is available. This is report 3 of 3.